Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the device gave error messages when connected to lab ft10 generators. E416 and e415 were displayed. The device was brought to the attention of engineering for a possible rf tag issue. A manufacturing assessment was performed for this event. The manufacturing assessment concluded engineering inspected the plug and alarms and confirmed the pa inspection. The rfid tags in the plugs are being evaluated by engineering, manufacturing, and the ft10 software team, but the true root cause is still not known. Similar complaints have been observed occasionally. Project team still evaluating root cause and corrective actions. It was reported that the knife blade did not advance or difficult to advance and the device did not seal completely. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lxmj37s, maryland xp inline sealer/divider 37cm (lot#:40080170x), vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic esophagectomy, the two devices had inadequate /partial sealing (energy output and sealing completion sound could be confirmed) after 10 or more times of good seal on 2-3 millimeter omental arteriovenous. There was frequent occurrence of regrasp alarm on the first device. Then, on the second device, the trigger and knife did not move smoothly as it was difficult/unable to pull trigger/blade lock. The device was cleaned the area around the jaw every time the device got dirty. Another ligasure used properly used with the same generator. There was no patient injury. Photographs were received and showed that the seal plate at the tip of the damage.